Manufacturer narrative:
Other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that during battery replacement, the healthcare provider (hcp) attempted to pull leads out of the old battery and the 0-7 lead came out just fine, whereas no set screw was to be found in the 8-15 lead. The rep reported that the hcp removed the silicon around the set screws and there was still no set screw to be found. The rep reported that pulling the lead out of the old battery was difficult to remove and wouldn¿t remove easily. The rep reported that the hcp had to pull the lead out of the battery and the lead sheared ¿ unable to removed it any other way. The rep reported that the new battery was placed with a plug and the 0-7 of the old paddle lead was attached into the new port. The rep reported that impedances in pre-operative prior to surgery were all normal. The rep reported that they tried to remove the lead gently several times and there was no way to remove the lead as there was no set screw to be found. The rep reported that the issue was resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Analysis of the implantable neurostimulator (serial number (B)(4)) found no anomalies (B)(4). Analysis of the stimulation lead (serial number (B)(4)) found the proximal end of the lead insulation was consistent with metal ion oxidation (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.